Manufacturer narrative:
After further clinical review it was concluded that one of the redo procedures in patients with edwards¿ valves was due to pvl. Please reference related manufacturer report number 2015691-2019-03948 for the redo procedures due to svd. The following fields in this report have been updated to reflect this change: b1 (product problem should be no, disregard previous entry) b5, d1, d4, f10, h1 and h10. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; section g5 of this report will remain blank. P110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system.

Event description:
As reported in the therapeutics (tct) conference 2019 presentation ¿redotavr for structural and non-structural transcatheter valve dysfunction: initial experience from a single high-volume center¿, a single-center retrospective study was performed by a facility in germany to evaluate both the incidence and feasibility of redo tavr. The total number of tavr procedures at the site was 5326, performed from january 2006 through february 2019 using both edwards¿ and non-edwards¿ devices. This study excluded bailout implantation of a second valve or reintervention less than 30 days after index tavr. Per the presentation, during the study period, there were ten cases of redo valve in valve procedures related to edwards devices: two cases on a sapien valve, four cases on a sapien xt valve, and four cases on a sapien 3 valve. The redo procedures were due to either structural valve deterioration (svd) or paravalvular regurgitation. Nine of the redo procedures were due to structural valve deterioration (svd) and one was due to paravalvular regurgitation. This report represents the patient with redo procedure due to pvl.

Manufacturer narrative:
Supplemental to provide related MDR numbers.   Please reference related manufacturer report no:2015691-2019-03948 and  2015691-2019-03950.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  The date of the events is unknown. According to the article the date range for this event(s) is from january 2006 through february 2019. For this reason, the first day of the range was used as the occurrence date.  The valves were not returned to edwards for evaluation. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.    Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself.  It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication of a manufacturing non-conformance.  Based on the limited information provided, it cannot be determined which ones of the valves required a redo due to svd and which ones required redo due to pvl. The root cause for the valve degeneration could not be determined, but it may be related to the patient¿s co-morbidities not provided and/or pre-existing valvular disease process. There is insufficient information to determine the cause of the pvl.  It is unknown if the pvl degree remain the same as post deployment or if it worsened after tavr. However, patient and procedural factors not provided may have contributed to the event(s). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported in the therapeutics (tct) conference 2019 presentation ¿redotavr for structural and non-structural transcatheter valve dysfunction: initial experience from a single high-volume center¿, a single-center retrospective study was performed by a facility in germany to evaluate both the incidence and feasibility of redo tavr.  The total number of tavr procedures at the site was 5326, performed from january 2006 through february 2019 using both edwards¿ and non-edwards¿ devices. This study excluded bailout implantation of a second valve or reintervention less than 30 days after index tavr. Per the presentation, during the study period, there were ten cases of redo valve in valve procedures related to edwards devices: two cases on a sapien valve, four cases on a sapien xt valve, and four cases on a sapien 3 valve. The redo procedures were due to either structural valve deterioration (svd) or paravalvular regurgitation. Additional details are not available. This report represents the four cases on a sapien xt valve reported during the study period.